Manufacturer narrative:
The insulin pump was accidentally cut open before testing could be completed on the device. Analysis was unable to test for the motor error complaint.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 240 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the alarm recurred during fill tubing. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.